Manufacturer narrative:
Notification date was used since the event date was not reported.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was positioned in the laa. However, after being positioned the closure device did not meet release criteria and needed to be recaptured. During the recapture of the device the was kinked at the septum as well as at the 21mm marker causing the was to accordion and not allowing the device to be recaptured. The physician decided to cut the deployment knob off which allowed them to pull all of the was and the wds out. A new was was used to recapture the device after this. The patient was reported as being fine with no effusion or any other complication.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was positioned in the laa. However, after being positioned the closure device did not meet release criteria and needed to be recaptured. During the recapture of the device the was kinked at the septum as well as at the 21mm marker causing the was to accordion and not allowing the device to be recaptured. The physician decided to cut the deployment knob off which allowed them to pull all of the was and the wds out. A new was used to recapture the device after this. The patient was reported as being fine with no effusion or any other complication. It was further reported that after cutting the deployment knob off both the was and wds were taken out of the patient. The device remained attached to the core wire still in the patient. A 16fr sheath was inserted into the groin site over the core wire. Then the new was advanced through the 16fr sheath over the core wire. The was brought up to the device and it was recaptured.

Manufacturer narrative:
Adverse event/product problem corrected from product problem to adverse event and product problem. Outcomes attributed to adverse event corrected from n/a to required intervention to prevent permanent impairment and damage. Type of reportable event corrected from malfunction to serious injury. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 11:25 am CT. The report number is being corrected from: 2134265-2018-64338 to: 2134265-2018-63533.